Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(4) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 440 mg/dl. Customer experienced vomiting, ketones, felt sick and treated their high blood glucose via insulin pen. Customer's mother flushed out the ketones with liquid and the patient ate food. Customer was assisted with programming the proper settings on the insulin pump. Customer advised there was blood inside the tubing near the site however there was no blood when the site was removed. Customer was unable to perform the high pressure test due to the reservoir already being changed out.